Event description:
I was a byte customer and attempted to complete their teeth alignment program. Many of the aligners I received from them were poorly fitted, built incorrectly or incomplete. My teeth did not straighten the way I was promised by this company. While using their product I noticed long lines that look like cracks on my front teeth and have dealt with increased tmj which was confirmed by my dentist. I just received a medical device correction response letter from the company stating these are common issues after my treatment plan has ended.